Manufacturer narrative:
The guide wire was received at csi for analysis. A visual examination confirmed that the wire was fractured. Scanning electron microscopy analysis found evidence of fatigue with no evidence of excessive wear on the surface of the wire. The fracture face demonstrated similar characteristics to testing studies in which the wire was compressed axially, buckled into a bent configuration, and spun over with the oad. It is hypothesized that this wire fractured in a similar manner, however this could not be confirmed and the root cause of this fracture is unknown. The material inspection report for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
During treatment of a lesion in the anterior tibial artery, the viperwire guide wire advanced deeper than originally positioned. When the orbital atherectomy device was stopped and repositioned, it was noted that the tip of the wire was not moving synchronously. The viperwire was retracted and observed to have fractured. The fracture occurred in the area of the proximal superficial femoral artery, partially in the sheath. A small balloon was advanced and used to trap the fractured wire in the distal section of the sheath. The sheath and wire were then removed and replaced to continue the procedure with no patient issues reported.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).